Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not be explanted at this time. The recipient resumed device use. This is the final report.

Event description:
The recipient is reportedly experiencing loss of lock and ossification. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is under consideration.